Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and was unable to replicate the issue. The bag to vent microswitch and bag to vent switch were replaced.

Event description:
The hospital reported that intermittently the system does not turn on and initiate mechanical ventilation. There was no report of patient involvement.